Manufacturer narrative:
This report is filed on (B)(6) 2016, by (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2016, in order to place a longer abutment. The implanted device remains.